Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and presented in clinic with redness observed around the implant pocket of the implantable cardioverter defibrillator. The physician determined that the device contributed to the infection. On (B)(6) 2020, the entire implantable cardioverter defibrillator system was removed and replaced with a leadless pacemaker. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-17103.